Manufacturer narrative:
The reported events of over sensing and insulation damage were confirmed. As received, only the connector portion of the lead was returned for analysis. Visual analysis revealed an external insulation abrasion breaching all cable lumens consistent with friction to the device can was noted adjacent to the connector boot. The ptfe liner was abraded in this region with no damage noted to the etfe cable insulation. The cause of the reported event of over sensing was isolated to the exposure of the coil in the abrasion zone. All other damages found are consistent with procedural damage.

Event description:
During follow-up, oversensing was observed on the right ventricular (rv) lead. The issue was resolved by explanting and replacing the rv lead. During the procedure, insulation damage was visually observed. The patient was in stable condition.